Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability, poly wear, and implant fracture. Medical records received. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing stiffness. Upon revision the patient was found to have an anterior subluxations and patella wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.